Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 40 mg/dl at the time of the incident. Another blood glucose level was 119 mg/dl. The customer was declined troubleshooting for low blood glucose. It was unknown the auto mode feature was active or not at time of low blood glucose event. Customer received calibration not accepted and change senor alert. The device will not be returned for analysis.